Event description:
Report received from an international affiliate of a chemotherapeutic agent exposure. The customer reported that the 1000ml empty sterile container was filled with a prepared taxol solution as per the user facility pharmacy's standard protocol. The bottle containing the taxol solution was transported via "special box" to the oncology unit. Upon arrival to the oncology unit, the nurse spiked the container with an unspecified tubing set and hung the bottle by its plastic hanger on the IV pole. It was reported that the tubing set was not connected to the patient. The customer reported, "a few seconds later, the bottle loosened from the plastic ring, and fell to the ground. The bottle shattered into small pieces. The entire contents of the bottle was released and splashed the patient and the nurse. The patient was splashed on their clothing, their back, hips, and legs. The nurse was splashed on their on their clothing." It was reported that the patient's skin exposed to the chemotherapy was washed with soap and water and the nurse changed their clothes. The facility's chemo spill protocol was initiated that resulted in a delay in treatment to subsequent patients.there were no adverse sequelae reported for the patient or the nurse and no medical interventions were required. Therapy was resumed at an unspecified time.